Manufacturer narrative:
The data for the investigation was requested but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable ise results for 1 patient serum/plasma sample tested on a cobas 4000 c311 stand alone system. Results for the sodium (na) test were affected. Initial result: 132 mmol/l. This result did not match the patient's medical condition and the sample was repeated twice on (B)(6) 2024. Both repeat results were 143 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was within range on the day of the event. The investigation is ongoing.